Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 120 mg/dl, compared with the sensor reading of 45 mg/dl. The customer stated that he was woken up by the insulin pump alarming a low alert when his blood glucose was in normal range. He stated that this issue occurred on two different nights. The customer did not observe any significant events leading to the sensor reading issue. He was advised to remove, replace and return the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.